Event description:
It was reported that the leads were removed due to sepsis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) , the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) , the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was apparent explant damage.